Manufacturer narrative:
Upon review of alarm trace data, 64 sample quality related alarms occurred between 11-dec-2024 and 09-jan-2025. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The serial number of the e 801 module is (B)(6). Calibration and controls were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys testosterone ii assay on a cobas e 801 module. The sample was initially measured in a cup and generated no value other than a flag indicating there was a sample bubble. The sample was repeated, resulting in a value of 0.231 nmol/l. The value was reported to the doctor and the doctor complained about the low value. The sample was repeated in the same cup on (B)(6) 2024 and it resulted in a value of 26.3 nmol/l. The 26.3 nmol/l value fit with the medical expectations for the affected patient.